Event description:
It was reported that the patient presented in clinic for follow up. A device interrogation was performed and revealed that the patient's left ventricular (lv) lead exhibited failure to capture. Fluoroscopy was performed and revealed the patient's lv lead was dislodged, and the patient's implantable cardioverter defibrillator (ICD) migrated. The patient's ICD was repositioned successfully into a new pocket on (B)(6) 2025. The lv lead was explanted and replaced. The patient was stable throughout.